Manufacturer narrative:
Based on the information provided, the cause of the pneumothorax cannot be determined although the physician believes the complication was due to use of a third-party biopsy forceps and the location of the nodule. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the left upper lobe, medial segment, about 9 millimeters in size and 3 centimeters from the pleura. During biopsy, multiple passes were made and towards the end of the procedure, the pneumothorax developed. The pneumothorax was confirmed via chest x-ray. The procedure was completed as planned and without delays. The patient was reported to be in stable condition. The physician reported that the pneumothorax was due to the use of third-party biopsy forceps and the location of the nodule. It is unclear if the pneumothorax was identified during or after the lung biopsy procedure. There was no ion system or instrument malfunction associated with the event.